Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defib conductor fractured, several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the connector pin bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; partial lead in segments returned and analyzed. (B)(4): defib conductor fractured, the defibrillation coil was distorted, the outer insulation was breached cut and the outer insulation had a cosmetic depression; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defib conductor fractured, several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the connector pin bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; partial lead in segments returned and analyzed. (B)(4): defib conductor fractured, the defibrillation coil was distorted, the outer insulation was breached cut and the outer insulation had a cosmetic depression; partial lead in segments returned and analyzed.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had high impedance and oversensing since 2008. It was also noted that the patient heard a tone each morning, and received inappropriate shocks due to noise on the rv pace/sense portion of the lead. The lead and the entire system was explanted and not replaced. The right atrial lead was broken during extraction and remains in the body. No further patient complications were reported as a result of this event.